Event description:
It was reported a 6f angio-seal evolution was selected for use. An antegrade puncture was made for access and a 6f procedure sheath was used. The angiographic procedure was abandoned as the operator could not get the procedural wire out of the lumen of the vessel. The pt had a history of a graft but the puncture site was not in the graft itself. The puncture was very clean with no resistance and the 6f angio-seal evolution was deployed following the instructions for use. There was instant hemostasis and no hematoma. The pt returned to the ward. The next morning the pt's hemoglobin had dropped but the pt did not have any discomfort. The pt received a CT scan during the day (time unk) and bleeding was identified within the pelvis area. The pt returned to the ward with a surgical referral. The pt stabilized and was observed. The surgeon saw the pt late that same evening was pleased with her status. Four hours after his visit and 36 hours post-procedure, the pt was found deceased. An autopsy is planned, however the results will not be available for 6 to 8 months. The physician stated that the cause for the bleeding event may have been due to the vascular graft being located higher than normal near the puncture site. The physician was in the evolution training process.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the use not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) caution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.